Event description:
Suction tubes in basin packs, 3 had foreign particles inside the suction tube within the sterile pack. When sent to medline they evaluated the brown residue and stated it was "some type of industrial grease." They stated that the grease component comes from the manufacturer. Medline will replace the supply on hand with new packs, though no recall of lot was done.